Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The customer had received motor error alarm. The customer's blood glucose level was unknown. The customer's blood glucose level had been 117mg/dl. The customer states they had also received motor position encoder error alarm. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and a21 error test due to motor error alarms. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime test, and self-test. Unable to confirm e70 alarm due to overwritten history file. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.